Event description:
On (B)(6) 2022 the customer reported over range (ovr) il-6 (access il-6 assay, part number a16369, lot number 124594) patient results were generated on the customer's unicel dxi 600 access immunoassay analyzer (part number a30260 and serial number (B)(4) for several patients. The results using the onboard dilution (obd) of 1:3 were also over range. When the customer recognized that no result had been sent to the laboratory information system (lis) the customer manually diluted and repeated the samples to achieve a numerical result. The customer reportable ranges are <1500 pg/ml and for the onboard dilution (obd): 1275 - 4500 pg/ml. The customer reported that approximately between three (3) and five (5) samples per day were higher than 7,000 pg/ml. The customer did not report any date when the issue started. Some of the samples were repeated using a different reagent lot. None of the results were considered erroneous, the issue was due to the delay in reporting the results due to the over range samples. On (B)(6) 2022, the customer reported that due to the delay in receiving results, there was a delay in administering antibodies to the patients. The exact number of patients impacted was not specified. Two (2) medwatch reports will be generated: this report will address the delay in administering antibodies for an unspecified number of patients reported on (B)(6) 2022. A second report (B)(6) will address the delay in reporting the results to the physician (delay in diagnostic) for all patients with no delay in treatment. No hardware errors or issues with other assays were reported in conjunction with this event. System performance indicators such as system check and quality control were not provided for review. A passing calibration curve was obtained (B)(6) 2022 using reagent lot 124594 and calibrator lot 125164 and on (b(6) 2022 using reagent lot 124594 and calibrator lot 125399. There were no issues with sample integrity reported by the customer. Sample information such as sample collection tube used, centrifugation time and speed, storage or handling was not provided by the customer.

Manufacturer narrative:
The fill patient identifier is (B)(6). The number of patients with delay in treatment involved in this event was not specified. The customer did not supply patient demographics such as age, date of birth, sex, weight, ethnicity or race. The access il-6 reagent was not returned for evaluation. No hardware errors or other assay issues were reported in conjunction with this event. Over range patient results are not generating results and were not reported to the customer¿s lis. The samples were manually diluted to achieve a numerical result. The dxi system onboard dilution feature automates the dilution process, using one volume of sample with two volumes of access sample diluent a, allowing samples to be quantitated up to approximately 4,500 pg/ml. Customer was advised to review reserve volume and reflex testing setup to verify that it is set correctly to allow for reflex testing. Per the access il-6 instructions for use c72294 a, it states "if a sample contains more than the stated value of the highest access il-6 calibrator (s5), report the result as greater than that value (i.e., > 1,500 pg/ml)." In conclusion, the cause of the delayed result was due to the over range results not generating numerical results which were reported to the customer¿s lis. There is no evidence to reasonably suggest that a malfunction occurred in conjunction with this event.